Event description:
It was reported that this right ventricle (rv) lead was explanted due to dislodgment leading into loss of capture and diaphragmatic stimulation. This rv was successfully replaced. No additional adverse patient effects were reported.